Manufacturer narrative:
Following the reported event, a field service engineer visited the customer site to investigate the reported issue. Data files were collected from the system and sent to biomérieux for further investigation. The data files were investigated and showed that the bacteria spectrum doesn't correspond to staphylococcus vitulinus but to staphylococcus aureus. The customer issue could not be confirmed. The investigation concluded that the performance of the vitek ms system is within specification.

Event description:
A customer reported to biomerieux that their vitek ms system identified a patient sample as staphylococcus aureus instead of staphylococcus vitulinusi. Customer reported that the isolate looked white, non-hemolytic, typical coagulase negative staphylococcus in appearance. The vitek 2 system reported a result of 93% staphylococcus vitulinus. The vitek ms system reported staphylococcus aureus. The vitek ms result was not reported to the physician and treatment was based on the proper result.

Manufacturer narrative:
An investigation was performed into an alleged mis-identification event that occurred at a customer site. A returned sample of the patient isolate was returned to biomerieux.. Biomerieux confirmed that customer result of staphylococcus aureus by vitek® ms. Additional confirmatory testing was performed by 16s sequencing and confirmed s. Aureus. Evaluation of the instrument data files confirmed that the customer did obtain the s. Aureus spectrum. Based on the investigation results, the vitek® ms is operating within specification and identified the proper organism.